Event description:
A customer reported receiving an error 6 display message on his blood glucose meter. Due to the error message issue, the customer reported he was unable to test his blood glucose and experienced the following symptoms: blurred vision, sweatiness, dizziness and weakness. It was also reported the customer went to a hospital emergency room, where he was diagnosed with hypoglycemia and treated with an unknown intravenous medication. The customer additionally reported he took his regular diabetes medication to counteract the event and also attempted to alleviate his symptoms by drinking a diet beverage. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer reported his blood glucose meter did not have a date and time set correctly.